Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The instrument was analyzed and found to have one severely bent grip. A clip could not be properly loaded on the grips as a result. The grips did not show cracking damage. Components adjacent to this severely bent grip do not show damage. Additional observations not reported by the site were also observed. The instrument was found to have corrosion on the bearings. Grip input disk bearings exhibited orange discoloration. The corrosion was observed to be found on the outer ring of the bearing. The instrument was found to have an excessive amount of dried, white residue on the clamping pulley of inputs 5 (pitch), 6 (grip), and 7 (grip) located in the backend of the instrument. The groove surfaces exhibited a residual, powder-like deposit, that could be removed by wiping. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported the medium large clip applier instrument was not clipping. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no damage noted. The incident occurred when the surgeon was trying to clip a branch on the gallbladder. The surgeon attempted to clip a branch of the gallbladder and the tips would not close together to clamp down. The issue was related to the clip applier jaws remaining static/not moving when the surgeon commanded movement. The clip applier had been used and the incident occurred during the 1st and 2nd application. A new clip applier was opened to resolve the issue. The instrument was returned to isi for evaluation. No photos or videos are available for review. Unable to provide patient info.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the medium large clip applier instrument to be returned for failure analysis testing. As of the date of this report, the failure analysis investigation has not yet been completed. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.